Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 178, 150 and 489 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 01/18/2018 and open vial date is month of (B)(6) 2017. The customer stated she has had no changes in her diet or exercise. The customer stated she takes medication to manage her diabetes; the names were not provided. The meter memory was reviewed for previous test result history: the 178mg/dl (B)(6) 2017 03:52 am fasting:yes, the 132mg/dl (B)(6) 2017 12:28 pm fasting:yes, the 102mg/dl (B)(6) 2017 10:00 am fasting:yes, the 150mg/dl (B)(6) 2017 11:04 am fasting:yes, the 489mg/dl (B)(6) 2017 11:02 pm fasting:yes. Memory concerns: the customer is concerned with the result of 178, 132, 150 and 489mg/dl in the meter's memory. The customer say her blood sugar has never been over 200mg/dl. The customer say she knows her blood sugar could not be that high.